Manufacturer narrative:
The investigation for the priming issue has been completed. Console logs from the reported day of event are consistent with complaint and show three successful purge cassette changes, and one (last) unsuccessful purge cassette change, during which console presented with ¿defective purge cassette¿ alarm (#403) and prompted operator to ¿replace purge cassette. Press the purge menu soft key then select change cassette & bag¿. Console logs entries at the time a new purge cassette was inserted indicate crc error while reading purge cassette data. Console was returned for evaluation and was able to detect and communicate with a known-good purge cassette. By manipulating the content of purge cassette data causing its corruption, we were able to reproduce console log entries identical to the complaint data. Inspection of the console revealed contamination of the purge insert, and particularly purge disk retainer and flag area, which resulted in failure of disk detect flag and retainer during testing - both unrelated to this complaint. The root cause of the issue could not be determined. The console functioned properly.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during a routine purge cassette change, the automated impella controller (aic) was continuously priming tubing. The aic was replaced and the issue resolved. No patient harm was reported.